Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or result in a high reading on the cgm. Reportedly, the customer had been using cold insulin. Tandem customer technical support informed customer that the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Customer changed pump supplies to address the issue.